Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. Three different programmers were attempted without success. A technical service consultant recommended explanting device.